Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had some low blood glucose events in the 40 mg/dl and 50 mg/dl range. No further details were provided regarding the low blood glucose, and no products were returned or replaced.